Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent surgery to repair the incisional hernia. The attending surgeon stated that "[t]here was an 8cm defect at the site of the previous ventral hernia repair where the existing bard composite [sic] mesh has become dislodged, retracted with recurrent incisional hernia." Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient had a bard/davol oval composix kugel mesh, product code 0010205, lot hur10377, implanted to repair a hernia defect. On (B)(6) 2010: the patient underwent surgery to repair the incisional hernia. The attending surgeon stated that " [t]here was an 8cm defect at the site of the previous ventral hernia repair where the existing bard/davol composite [sic] mesh had become dislodged, retracted with recurrent incisional hernia." As reported, the retracted mesh was excised and removed and the patient's injuries are accounted in his medical records. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Event description:
The following was alleged by the patient's attorney: 07/21/2008: the patient had a bard/davol oval composix kugel mesh, product code 0010205, lot hur10377, implanted to repair a hernia defect. 01/18/2010: the patient underwent surgery to repair the incisional hernia. The attending surgeon stated that " [t]here was an 8cm defect at the site of the previous ventral hernia repair where the existing bard/davol composite [sic] mesh had become dislodged, retracted with recurrent incisional hernia." As reported, the retracted mesh was excised and removed and the patient's injuries are accounted in his medical records. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: 21-jul-2008 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿hernia was identified in the lower portion of the epigastric wound with incarcerated omentum and fat within the hernia. The hernia sac was excised. A piece of composix kugel mesh was introduced into the abdomen, sutured and tacked.¿ ni-may-2009 - patient presents with pain. 29-dec-2009 - patient consulted for hernia. 18-jan-2010 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of composix kugel mesh and implant of synthetic mesh. Per operative notes, ¿the hernia sac was excised. The mesh had somewhat contracted to the right side of the abdomen and so then this was dislodged, separated and excised. The total mesh was excised. A piece of tie mesh was folded and then overlaid the incision site to the repair site.¿ attorney alleges that the patient had pain, hernia recurrence, mesh contraction and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent surgery to repair the incisional hernia. The attending surgeon stated that "[t]here was an 8cm defect at the site of the previous ventral hernia repair where the existing bard composite [sic] mesh has become dislodged, retracted with recurrent incisional hernia." Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 5 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, pain and mesh shrinkage thereby underwent removal of mesh. Per op notes, "the mesh had somewhat contracted to the right side of the abdomen and so then this was dislodged, separated and excised". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.